Event description:
Additional information was received that the high out of range pacing impedance measurements continue to occur. There has been no changes made to the system, the lead and device remain in service.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range pacing impedance measurement. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. If further information becomes available, this investigation will be updated.